Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1.

Event description:
It was reported that bd venflon global needle separated from housing.the following information was provided by the initial reporter: we had a very strange incident with a venflon 1 this morning the needle became detached when the practitioner tried to remove it. They have used another one from the same lot successfully but I though you should know of this.

Manufacturer narrative:
01 photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 18g from lot # 0066997 regarding item #391893 with the reported issue that blood spilled from behind the plunger. One photograph received from customer shows that needle is missing from the needle hub (detached needle is not shown in the photograph). Based on the photograph defect is confirmed. The investigation was carried out on 01 retention sample where the investigating team has tested the samples for canula pull force and cannula pull force result was found within specification in retention sample. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
Needled detached from cannula when the clinician when they tried to remove it.